Event description:
It was reported that during an open left lower lobectomy, staples were deployed properly when the device was used on the inferior pulmonary vein though the device had a difficulty in approaching the target tissue. The target blood vessel was regular. The fired site was close to a tumor. The procedure was finished three or four hours later after the firing and the chest was closed. However, it was found that bleeding occurred in the chest cavity at extubation after closing the chest. Then, the chest was reopened and it was found that staples of the device came away and major bleeding occurred. The blood vessel was clamped, and then sutured with a prolene(5-0) wholely and the bleeding was stopped. The amount of bleeding was about 2500cc. The patient received 4 units of blood transfusion. Since it was major bleeding, the doctor did not check the shape of staples and the condition of blood vessel at this time. For 5 days, the patient¿s blood pressure was not able to be kept and the patient passed away 5 days after the operation. No device will be returning. Sex: male, primary disease: lung tumor, anamnesis: interstitial lung disease.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information was requested and the following was obtained: it was stated that the device had difficulty approaching the target tissue what was the angular relationship of the device to the vessel? Was the device perpendicular to the vessel when fired? Where was the vessel placed in the jaws of the device? The inferior pulmonary vein was the device difficult to close or fire? No, but it was difficult to approach the target vessel. Do you believe it was the inferior pulmonary vein or other vessel? The surgeon said it was inferior pulmonary vein. Was the site of the bleeding identified? No. Because of heavy bleeding, the exact site of the bleeding could not be identified. Bleeding was stopped after ligation of the inferior pulmonary vein. What was the condition of vessel prior to firing? Was there any condition that may have compromised integrity of the vessel? Normal condition was there evidence of the tumor invading the vein? No information. Was there any other disease besides the lung tumor? The patient had heavy interstitial lung disease. Was the patient undergoing radiation or chemo therapy? No information.